Event description:
On 27-aug-2025, it was reported that a beta bionics ilet user experienced inconsistent cgm readings compared to fingerstick values, with the ilet displaying a low of 62 mg/dl and later a peak of 389 mg/dl while fingerstick values were higher. The user entered fingerstick values into the ilet to calibrate the sensor. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.